Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia after starting the pump, attributed to missed meal announcements following healthcare provider-directed pump setting changes, with a highest reported blood glucose of 350 mg/dl and elevated levels for a few hours. Symptoms included no acute clinical manifestations. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included complaint handling with troubleshooting and user education, including referral to the regional clinical team for additional training on meal announcements. Investigation of this case revealed use error related to missed meal announcement and insufficient carbohydrate coverage for meals. It was concluded that the device functioned as designed and that the event was due to user technique, with counseling provided to announce meals and monitor glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.